Event description:
(B)(6) 2012, I had the essure procedure done. Few hours later, I had severe swelling throughout my body, eyes swollen shut, hives, extreme bloating and sharp severe abdominal pain. As of today ((B)(6) 2013) I still break out in hives, severe swelling to my face, severe cramping, bloating and heavy bleeding.